Manufacturer narrative:
Taper unk. (B) (4) . The reporter of the complaint was asked to indicate the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Further info from the reporter regarding the implant date has been requested. Device labeling addresses the possible outcome of leakage as follow: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan sales rep reported on behalf of a physician that a lap-band was explanted because, the "tubing snapped away from the band." Further follow-up will be conducted to gather additional info.